Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported an issue with the viscous fluid control. Patient impact is unknown. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4).

Event description:
A company representative indicated after speaking with the nursing staff, the event could be related to user.

Manufacturer narrative:
The customer requested to have the viscous fluid control (vfc) function checked on the system. There was no reported patient impact. The company service representative examined the system but was unable to replicate any issue related to the reported event. Unrelated to the reported event, the system software was upgraded. The system was then tested and met all product specifications. The system was manufactured on september 12, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively.